Event description:
It was reported that during a routine appointment, it was found that 8 electrode channels showed high impedances. No impact to the pt's implant or electrode has been reported. Testing confirmed that the device has malfunctioned. The pt has already been re-implanted, however, the date of surgery is unk.

Manufacturer narrative:
The device has been explanted and has been returned to MFR, where it will be evaluated. When available, a device analysis will be submitted as a follow up report.